Event description:
Pt developed three device shocks several days before (B) (6) 2010 that were deemed inappropriate therapies. On interrogation, the ICD pulse generator indicator showed that the device had reached its premature end of service because of a presumed internal component failure. It was found that a micro fracture of outer insulation of high energy ICD lead. New generator placed and at a 4 week followup visit, pt is without sequelae.